Event description:
Reportable based on analysis completed on 30 september 2013. It was reported that the stent was unable to cross the lesion. The de novo target lesion was located in the moderately calcified and moderately tortuous protected left main coronary artery. A 4.00x8mm promus element plus drug eluting stent was selected to treat the lesion but was unable to cross the lesion. The physician completed the procedure with a different device. No patient complications were reported and the patient is stable. However, analysis found that the hypotube was broken.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Visual examination identified a hypotube break approximately 66cm from the strain relief. The broken shaft was being supported by the hypotube sheath which in turn broke completely during device analysis. The hypotube was also kinked at the strain relief area. This type of damage is consistent with excessive force being applied to the delivery system during use/handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).